Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing; however, the device failed functional testing due to multiple test fills and drains being outside of volumetric specifications. An internal/external inspection was performed and found an infestation within the device. Due to the infestation, testing had to be terminated. The cause of the condition could not be determined. The device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.